Event description:
Clinical study. It was reported that 21 days after a coronary artery drug eluting stenting procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a de novo lesion at the mid left anterior descending artery (mid lad) with placement of a taxus express2 3.00x24mm drug eluting stent. Target lesions characteristics were not provided. The patient was discharged the next day on aspirin and plavix. There were no other reported complications. At 21 days after the initial procedure, the patient required a tvr at the mid lad. The patient was on aspirin and plavix at the time of the event. No further information was provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.